Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. As a result, the customer experienced an elevated blood glucose (bg) level of 968 mg/dl with a high level of ketones that was identified as life threatening by the healthcare provider. The customer had to visit the emergency room and was subsequently hospitalized in the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage to the customer. Customer was still hospitalized during troubleshooting with tandem technical support, but declined further follow up regarding the release date. The customer continued using the pump for insulin therapy.